Event description:
The user facility reported that during preparation for procedure, the fluid warming infusion set was found to be contaminated with blood from a previous procedure. No pt injury or adverse event was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.